Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor. It was reported the left deep brain stimulator was malfunctioning. The patient had a fractured lead and migration of the cranial leads causing malfunction of the device. On (B)(6) 2014 the existing system was removed and replaced. The explanted system was sent for gross pathological examination. After the new components had been placed, intraoperative impedances were tested and lead 3 was found to have high impedances. All connections and the system were checked and it was found to be that they were not able to lower the impedances on lead 3, but the device was felt to be functioning appropriately and the surgeon proceeded with implantation.